Event description:
The patient had a medtronic synchronized baclofen pump placed. The provider was experienced and there were no reported complications reported during insertion. The tubing was connected to the pump by squeezing the markers on either side of the tubing connector hub, allowing the slide clamps to go over the hub of the pump connection and slip into place upon release. The connection between the pump and the catheter was tested prior to closure by pulling back slightly on the tubing. An x-ray showed that the connection was in place and that there was no apparent strain or kinking of the catheter. The patient reported improved symptoms related to spasticity following the procedure. However two weeks later, his symptoms worsened. Basic trouble shooting of the pump was attempted without relief. He was seen in the clinic four days later, and an x-ray revealed that the catheter had disconnected from the pump. The patient was taken to the operating room for catheter revision and pump pocket washout. The intraoperative findings did show a fluid collection consistent with cerebrospinal fluid (csf) in the pump pocket space. In looking at the catheter connector, it appears the it uses two semi-circular slide clips, that advance and retract when the connector hub is squeezed. These slide under the lip of the pump connection hub to hold the catheter in place. In looking at the catheter connector under a microscope it appears that one of the clip mechanisms is slightly askew and may have contributed to the release of the catheter connector from the pump connection hub. We think this may be a manufacturing defect for this particular catheter.